Manufacturer narrative:
The customer was sent detailed troubleshooting tips in an emailed response on (B)(6) 2021. In follow up with a complaint handler on 02/17/2021, the customer indicated that the pump works a majority of the time but still makes an odd clicking from time to time. The customer also indicated that she was prescribed an antibiotic and that her mastitis cleared up after three weeks and four trips to the doctor. The complaint handler advised the customer to contact medela customer service for additional assistance, but to the date of this report she has not contacted customer service. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged via email to medela llc that her pump in style advance breast pump was not emptying her like it used to and she was getting clogs and was currently dealing with mastitis and a clog. The customer indicated that she wasn't sure if it was her or the pump but that she did notice a clicking sound on the pump and had replaced all the accessories.